Event description:
The device was used during an unspecified procedure. Reportedly the specimen pouch prematurely disengaged into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.